Manufacturer narrative:
Device manufacturer city ¿ cartago or haina. Address ¿ cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago, costa rica 30106 or haina: carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal, dominican republic. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set disconnected from a one-link needle-free IV connector. It was further reported the primary tubing was being hooked up to a peripheral intravenous line (piv) and after it was hooked and collar tightened, the device "popped" off during patient use. New tubing and fluids were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Both the clearlink system continu-flo solution set and the one-link needle-free IV connector were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional examination was performed by manually connecting the clearlink continu-flo solution set to the one-link device. There were no issues noted with the clearlink system continu-flo solution set; however, it was determined that the one-link connector would no allow a secure fit. The reported condition was verified; however, the clearlink continu-flo solution set operated as expected. Should additional relevant information become available, a supplemental report will be submitted.